Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint of cautery activating on its own was not confirmed, but the reported m-0b-20 erbe errors were confirmed in the erbe logs. The fse confirmed the m-0b-20 erbe errors in the erbe logs. The erbe was replaced to resolve these errors. The fse did not confirm nor replicate the reported cautery issue. The fse found "gunk/debris" under the surgeon side console (ssc) cautery foot pedals. The fse cleaned the foot pedals with alcohol wipes. The system was tested and verified as ready for use. The cause of the intra-operative complication cannot be determined. The erbe integrated electrosurgical unit used during this event was returned for evaluation. Failure analysis did not replicate the reported event with this erbe during in-house testing. The erbe unit energized the tested instrument and all ports recognized the instruments. A follow-up MDR will be submitted if additional information is obtained. This customer site had not reported any further energy issues after this event. A review of the system logs for the procedure date of (B)(6) 2022 has been performed. No relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures. This complaint is being reported due to the following conclusion: during a da vinci-assisted inguinal hernia procedure, a vein was cut due to intermittent energy being supplied from the erbe. The surgeon used a bipolar instrument to cauterize the vessel and stop the bleeding. The cause of the intra-operative complication is unknown.

Event description:
It was initially reported that during a da vinci-assisted inguinal hernia procedure there were multiple m-0b-20 erbe errors. The site reportedly replaced the grounding pad four times, but the errors persisted. The technical support engineer (tse) stated the issue might be with the placement of the grounding pad on the patient. The customer reported that a vein was cut due to intermittent energy being supplied from the erbe during this procedure. The procedure was completed. On (B)(6) 2022, intuitive surgical inc. (Isi) contacted the surgeon of this procedure and additional information was obtained about the complaint: the surgeon reported that the monopolar energy was cutting in and out during this procedure. During this event, the surgeon had the monopolar curved scissors (mcs) instrument under a vein and cauterized up through the vein to cut it. The surgeon said the monopolar energy worked during this energy cut for a while then stopped. This led to the vein not being fully cauterized and bleeding. The surgeon said this was a small vein off of the hernia sack and that about 15 ml of blood was lost due to this event. The surgeon said he used the force bipolar instrument that was installed at the time to cauterize the vessel and stop the bleeding. The surgeon stopped using the monopolar energy for the rest of this procedure and only used bipolar energy with no further issues. The surgeon said there was no arcing events, this event had no impact on the patient, and it only impacted the procedure outcome by delaying the procedure. The surgeon reported that they believe this event was not a da vinci issue, but rather a grounding pad issue as they received errors from the system pointing to a grounding issue. The surgeon reportedly swapped out the grounding pad about four times this procedure. The site reportedly has not had any subsequent issues like this and attributes these events to a bad batch of grounding pads.